Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 60mm x 90cm coyote¿ balloon catheter was used during a procedure with a non bsc guidewire. During retrieval the balloon had a strong friction. The balloon was really fixed on the wire. The balloon was retrieved complete with wire. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 60mm x 90cm coyote¿ balloon catheter was used during a procedure with a non bsc guidewire. During retrieval the balloon had a strong friction. The balloon was really fixed on the wire. The balloon was retrieved complete with wire. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of a coyote balloon catheter along with a non-bsc guidewire in the guidewire lumen. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner shaft is buckled in numerous locations. The buckling damage is consistent with the damage that is seen caused by use of a guidewire. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The tip is damaged. The guidewire was not able to be removed due to the excessive buckling. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/ drug/ subsequent procedure caused the complaint event. (B)(4).